Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found one of the haptics torn and residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
H1: in previous MDR should be malfunction. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -5.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was implanted, removed and replaced with a shorter length lens due to excessive vault. Problem was resolved. Cause of event was unknown.